Manufacturer narrative:
The device was received for evaluation. During functional testing, an system error 345 was reproduced. A review of the event history log revealed system error 345. A service history review revealed the current issue does appear as a repeat service event. The direct cause of the previous servicing was a component on the input/output (I/o) board being damaged. The I/o board was replaced. All required service actions were completed in the last service cycle. The reported condition was verified. The cause of the condition was determined to be an out of specification upstream thermistor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during testing at the biomedical service department. There was no patient involvement. No additional information is available.